Manufacturer narrative:
(B)(4). Results: the embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end, and the pull wire protruded out of the distal detachment tip (ddt). The pusher assembly was kinked in multiple locations throughout its length. Conclusions: evaluation of the returned device revealed the embolization coil had offset coil winds near its proximal end and the pull wire protruded out of the ddt. If the smart coil is forcefully manipulated against resistance, offset coil winds may occur, and the pull wire may protrude out of the ddt. This damage caused resistance when attempting to advance the smart coil through a demonstration. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation, and the root cause of the reported corrugation and non-advancement could not be determined. The offset coil winds caused resistance when attempting to advance during functional analysis. Further evaluation revealed the pusher assembly was kinked in multiple locations throughout its length. This damage was likely incidental and may have occurred during packaging for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil through a non-penumbra microcatheter, the smart coil began to corrugate and fall upon itself and subsequently, would not advance further as it was approaching the marker on the microcatheter; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter without further issues. It was reported that no issue or resistance was felt prior to the coil folding on itself. There was no report of an adverse effect to the patient.